Manufacturer narrative:
The possible adverse effects section in the package insert states "implantation of foreign materials can result in an inflammatory response or allergic reaction." The part and lot numbers of the plate and screw are unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a patient who had lactosorb implants experienced facial swelling approximately five months after implantation. A revision surgery was performed to remove the lactosorb plates, however three months later the patient's face is still swollen. Additional information was requested but has not been received at this time.